Event description:
Clinical study. Same case as MFR# 6000093-2007-01979. It was reported that following a stenting treatment procedure the patient experienced in-stent restenosis and target vessel reintervention (tvr). The patient presented for treatment with an acute myocardial infarction (mi). The target lesion was reported as the right coronary artery (rca) with 99% stenosis. A 2.50mm x 20mm and 2.75mm x 20mm taxus express2 stents were placed in the rca. The procedure medications were heparin, 2b3a inhibitors, aspirin, clopidogrel and ace inhibitors. No other information was reported at this time. At 189 days post index procedure, the patient underwent a tvr for in-stent restenosis. A taxus stent was implanted to the rca with success. The patient was discharged from the hospital in good condition. In the opinion of the physician, the event was possibly related to the taxus express2 stent. Add'l info has been requested.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.